Manufacturer narrative:
(B)(4). The actual sample wrapped with white cloth tape was returned for investigation. Visual inspection was conducted and no obvious defect observed. Functional testing was performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest. The cuff and balloon pressure was observed to be maintained at 25mbar. No abnormality was observed during inflation as both cuff and pilot balloon were able to fully inflate. Sample then immersed in water and no air bubbles were observed flowing out from the cuff and pilot balloon. A device history record review was performed and no relevant findings were identified. Based on this investigation, the complaint could not be confirmed. No leakage found. Additionally there is a 100% inspection during manufacturing in which a leak in the cuff would be detected.

Event description:
It was reported that "during the process of anaesthesia, (after placing the tube, and to insufflate the cuff) it was realized that cuff have a leak. The tube was removed, and another tube was placed." No patient harm or consequence reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the process of anaesthesia, (after placing the tube, and to insufflate the cuff) it was realized that cuff have a leak. The tube was removed, and another tube was placed". No patient harm or consequence reported. Patient condition unknown at time of report.